Manufacturer narrative:
DEVICE EXAMINATION BY AGA MEDICAL'S TECHNICAL SERVICES TECHNICIAN REVEALED DELIVERY CABLE END SCREW ATTACHMENT IS BROKEN OFF INSIDE DEVICE AND SCREW. SINCE BEING NOTIFIED OF THE EVENT, AGA MEDICAL HAS REQUESTED ADDITIONAL INFORMATION INCLUDING THE SIZE AND LOT NUMBER OF THE DELIVERY SYSTEM, FROM THE DISTRIBUTOR ON 1/22/2007, 2/2/2007, AND 2/21/2007. AS OF THE FILING OF THIS REPORT, NO ADDITIONAL INFORMATION HAS BEEN RECEIVED BY AGA MEDICAL.

Event description:
THE PHYSICIAN WAS TRYING TO CLOSE THE PATIENT'S ASD BY USING AN AMPLATZER 14MM DEVICE. HOWEVER, THE CLOSURE FAILED BECAUSE THE DEVICE DIDN'T RETRIEVE WELL INTO THE DELIVERY SHEATH DURING THE PROCEDURE. FINALLY, THE PATIENT WAS SENT TO OR AND EMERGENCY OP OF BOTH DEVICE REMOVAL, AND SURGICAL CLOSURE WAS PERFORMED.

Manufacturer narrative:
"The device was forwarded for metallurgical evaluation of the cable end screw. This delivery cable end screw had two nearlyparallel indentations in the threads on opposite sides of the screw. The indentations occurred prior to or concurrent with thefracture, and the nearly parallel damage lines were consistent with damage from pinching, as could occur if the screw was cutwith a device similar to scissors."